Event description:
Note: this report pertains to one of six complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-08375 addresses the soloist electrode, manufacturer report # 3005099803-2013-09185 addresses the rf radiofrequency generator, while manufacturer report#s 3005099803-2013-09186, manufacturer report# 3005099803-2013-09187, manufacturer report# 3005099803-2013-09188, manufacturer report# 3005099803-2013-09190 addresses the four patient return electrode. It was reported to boston scientific corporation on (B)(6) 2013 that a soloist electrode, a rf3000 radiofrequency generator, and four patient return electrodes were used during a radiofrequency ablation (rfa) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician was attempting to ablate a tumor in the thigh bone, the resistance of the needle was too high and roll-off could not be achieved. An e02 error was displayed on the rf3000 generator. Subsequently the procedure was completed by scraping the tumor away. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
It was reported the patient is over 18 years. The complainant was unable to provide the upn or serial number. Therefore, the manufacture date is unknown. Reported event: failure to achieve roll-off. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual examination and the inspection for loose hardware found no issues. There were minor scratches on the top cover and the tamper proof seal was broken. A final test, rf delivery with test loads, and stress testing were performed, and the device was found within specifications. Roll on testing was performed while the device was environmentally stressed at low and high temperatures and low and high line voltages; no problems were found. The complaint was not confirmed. Per the intended use/indications for use of the directions for use, "the soloist single needle electrode is intended to be used in conjunction with the rf 3000 generator for the thermal coagulation necrosis of soft tissues, including partial or complete ablation of nonresectable liver lesions." The issues encountered likely occurred due to the higher impedance of bone tissue; therefore, the most probable root cause is user/use error a search of the complaint database revealed that no similar complaints exist for the specified serial number.

Event description:
Note: this report pertains to one of six complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-08375 addresses the soloist electrode, manufacturer report # 3005099803-2013-09185 addresses the rf radiofrequency generator, while manufacturer report#s 3005099803-2013-09186, manufacturer report# 3005099803-2013-09187, manufacturer report# 3005099803-2013-09188, manufacturer report# 3005099803-2013-09190 addresses the four patient return electrode. It was reported to boston scientific corporation on (B)(4) 2013 that a soloist electrode, a rf3000 radiofrequency generator, and four patient return electrodes were used during a radiofrequency ablation (rfa) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician was attempting to ablate a tumor in the thigh bone, the resistance of the needle was too high and roll-off could not be achieved. An e02 error was displayed on the rf3000 generator. Subsequently the procedure was completed by scraping the tumor away. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of six complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-08375 addresses the soloist electrode, manufacturer report # 3005099803-2013-09185 addresses the rf radiofrequency generator, while manufacturer report#s 3005099803-2013-09186, manufacturer report# 3005099803-2013-09187, manufacturer report# 3005099803-2013-09188, manufacturer report# 3005099803-2013-09190 addresses the four patient return electrode. It was reported to boston scientific corporation on (B)(6) 2013 that a soloist electrode, a rf3000 radiofrequency generator, and four patient return electrodes were used during a radiofrequency ablation (rfa) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician was attempting to ablate a tumor in the thigh bone, the resistance of the needle was too high and roll-off could not be achieved. An e02 error was displayed on the rf3000 generator. Subsequently the procedure was completed by scraping the tumor away. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.